Event description:
It was reported that the customer experienced low blood glucose levels for the past month since he was admitted into the hospital for a heart issue. The blood glucose reading was 48 mg/dl. The customer's wife stated that he was treated with glucose tablets and food. She also reported that he experienced shaking, sweating and mental confusion. The customer had not been admitted as an inpatient for medical treatment related to diabetes. The caller stated that her husband was on new medications. He was able to bring the blood glucose reading back up to 124 mg/dl. The caller stated that the reservoir showed the same amount of insulin as shown on the device status screen. The insulin pump passed the displacement test upon troubleshooting. Advised the customer to monitor the device and consult with a doctor regarding the low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.